Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). It was reported the catheter was discarded, therefore it would not be returned for analysis. The patient's weight was unknown. The rep believed the catheter was fully connected at implant and stated the doctor said the catheter appeared to be loose when it was connected to the pump. It was indicated the doctor thought this was where the device was leaking from (the pump/catheter connection).

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter. H6: the code method has been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep), regarding a patient receiving baclofen (2,000 mcg /ml, 809.8 mcg/day) via an implantable pump for intractable spasticity. It was reported the proximal portion of the catheter was not fully connected to the patient's new pump when placed on (B)(6) 2020 therefore, there was leaking from the catheter. The rep stated there were some notes saying they aspirated fluid from the pocket, but was unsure when this occurred. The rep stated they revised the proximal portion of the catheter on (B)(6) 2020, and swapped out the old 8780 catheter with another 8780 of the same length. The rep was then assisted in programming. No symptoms or patient complications reported.